Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer¿s blood glucose level was 258 mg/dl at the time of the incident. The customer stated that they were unable to clear the alarm. The customer was assisted with troubleshooting. The customer reported that the insulin pump had insulin flow blocked and battery failed alarm. The insulin pump will not be returned for analysis.